Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.